Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) failed to calibrated. The user facility's staff was unaware and started the case. There was no central control monitor (ccm) control. During the procedure, they received a message to calibrate, but they didn't know what to do as the case had already started. The device was not changed out, as they were able to use the local controls to finish the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The perfusionist told the fsr that they set-up the units in a "prime/set-up room" and they transported it to the operating room (o/r). The perfusionist did not really know if it calibrated in the "set-up" room before they moved it to the operating room. The user facility's perfusionist mentioned the unit also seemed noisy. The field service rep (fsr) found that the electronic gas systems (epgs) calibrated fine and the motor noise seemed soft, normal. As a precautionary measure, the fsr replaced the epgs. The system was tested to MFR's specifications and returned to clinical use. The epgs was returned to the MFR for further eval.